Event description:
The manufacturer received information alleging that during a sales service visit, during a software update, an hourglass icon was displayed and the screen turned dim. The touch response was also poor. A sales representative replaced the device. There was no harm or injury reported. The manufacturer received and evaluated the device. A review of the log files showed a ventilator inoperative alarm occurred due to a mismatch with the software. It is believed that the software was not installed properly due to some factors during upgrading the software version. The software was installed again to address the reported issue.